Event description:
It was reported that the detector dropped and not working. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digital diagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on digitaldiagnost c90 indicating that the detector dropped and not working. The device was in use and there was no harm to patients or user. The field service engineer (fse) performed analysis and concluded that the detector has been dropped, resulting in large image artifacts covering most of the detector area. There were heavy shocks registered in the detector shock log. Attempts to correct the issue via pixel calibration were unsuccessful. Consequently, the detector was deemed non-functional and required replacement. A new skyplate detector was installed, properly connected, and configured. Calibration was successfully performed. A visual inspection and functional checks were completed, confirming the system is operating within manufacturer specifications. The unit was returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector dropped and resulted in large image artifacts. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).